Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time the anvil was being placed in the patient's gastric pouch in a gastric bypass, the tubing simply disconnected from the anvil. Surgeon used another anvil to resolve the issue. No patient injury.